Event description:
It was reported that during a percutaneous transluminal angioplasty and stent placement treatment procedure the catheter adhered to the guide wire. The 90% stenosed lesion was located in a moderately tortuous vessel in the upper arm. As the physician attempted to remove the 8mm x47mm x75mm / iliac 6f unistep plus catheter from another manufacturer's 0.035 guide wire, the inner lumen of the unistep stuck to the guide wire. The unistep inner lumen was removed with the guide wire. The physician used another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the distal end of the outer sheath had been moved distally past the distal tip. The stainless steel shaft was detached from the outer sheath. The inner shaft in this area was kinked at several locations. The recommended size guide wire was inserted through the device; however a resistance was met where the inner shaft was kinked. The outer sheath was dissected and the inner shaft was removed. After a couple of attempts the guidewire continued through the shaft. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the dfu indicates, "the wallstent iliac endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions, which are 10 cm in length." However, the complaint states that the stent was intended to be implanted within a vessel in the upper arm. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty and stent placement treatment procedure the catheter adhered to the guide wire. The 90% stenosed lesion was located in a moderately tortuous vessel in the upper arm. As the physician attempted to remove the 8mm x47mm x75mm / iliac 6f unistep plus catheter from another manufacturer's 0.035 guide wire, the inner lumen of the unistep stuck to the guide wire. The unistep inner lumen was removed with the guide wire. The physician used another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)